Event description:
A patient reported an unspecified condition had occurred with their machine. This was reported to have occurred during patient use. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An event history log review was performed with no issues noted that could have caused or contributed to the reported condition. A service history review revealed no previous service events were related to the reported condition, as the reported condition was not specified. The device was visually and functionally tested with no issues noted in the initial evaluations. One hour simulated therapy was performed successfully. Crt(cycle remote test), ftc(final test and calibration) and electrical leak test were performed without any issues. The device operated within the desired product specifications. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.